Event description:
A patient reported that she had an amplatzer septal occluder implanted in 2006. She was concerned about the presence of nickel in the device, and complained that since the device was implanted, she has experienced severe itching. She also complained about pulmonary problems and mentioned that her ejection fraction has dropped from 68% to 42%. She asked what she should do, and we referred her back to her implanting physician for follow-up. At the time of this report, there was no evidence to suggest that this patient-reported event was device or procedure related from the information received. The patient did not report any type of additional intervention or plans for further follow up. We requested further information from the implanting physician on the follow-up of this patient and whether or not any nickel testing had been performed and the results. According to her implanting physician, there was no follow-up of concern that he knows of. Aga medical has since contacted the patient to confirm if any follow-up or intervention has been done regarding her initial report of nickel allergy. We have learned that the patient did have a nickel skin patch test done which was determined to be negative. She also mentioned that she has had daily migraines since the day the device was implanted. This information was not communicated to aga at the time of the initial report. Prior to the implant of the device, she experienced migraines roughly once a year. She did follow up with her primary physician and was given two options which include either having the device removed or continue to take prednisone for her symptoms. At this time the device remains implanted, and she is currently being treated medically.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. No further information is expected to be received from the implanting physician at this time. Should additional information become available, aga medical will file a supplement report.